Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7090328. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 26612867.

Event description:
It was reported that the patients experience inadequate relief due to the leads had migrated. X-ray revealed that the leads had migrated significantly. The patient underwent a revision procedure wherein the linear leads and anchor were replaced with a paddle lead and a new anchor. The patient was doing well post-operatively. The explanted device components will not be returned.